Event description:
The niagara pump was being set before a procedure. The knob to turn on the pressure was broken and this could not be used to operate the machine. The patient was never brought back to the or. The case was rescheduled. A new pump has been ordered.